Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the coating on the connecting tube was peeled off. In addition, bending tube dent, connecting tube dent, angulation in the up direction out of standard due to worn of the angle wire, and bending section cover tube stretch were noted. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported that the evis lucera elite bronchovideoscope insertion tube is collapsed. The event occurred during preparation for use. During a standard service inspection of the customer returned device, the coating on the connecting tube was peeled off. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The investigation confirmed the peeling of the coating on the insertion section of the device. A review of the device history record found no deviations that could have caused or contributed to this device problem. A definitive root cause for this issue was not established. However, it is probable that the issue occurred because the device was subjected to physical and chemical stresses. With respect to the physical stresses, it is probable that the following occurred: the insertion section interfered with and was rubbed against the mouthpiece. The device was used for procedure while the insertion tube was not smoothly passed through the endotracheal tube. With respect to the chemical stresses, it is probable that the following occurred: non-water-soluble spray-type pharyngeal anesthetic (xylocaine spray, etc.) Was directly sprayed to the insertion section. The device was not reprocessed in accordance with recommended method by olympus. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU), which state the following: "inspection of the endoscope: inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Important information ¿ please read before use - do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient. Operation : insertion of the endoscope : if necessary, apply a medical-grade, water-soluble lubricant to the insertion tube. Compatible reprocessing methods and chemical agents : detergent solution : use a medical-grade, low-foaming, neutral ph detergent or enzymatic detergent and follow the manufacturer¿s dilution and temperature recommendations. Contact olympus for the names of specific brands that have been tested for compatibility with the endoscope. Do not reuse detergent solutions.¿ olympus will continue to monitor field performance for this device.